Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in two pieces. X-ray examination did not find any indication of conductor fractures. Electrical testing did not find any indication of internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis, via visual examination, found two instances of external insulation abrasion. First instance was breaching the non-functional cable lumen with intact inner coil lumen proximal to right ventricular shock coil. Second instance was breaching the ring electrode of the right ventricular cable lumen with intact cable coating and inner coil lumen also proximal to right ventricular shock coil. The cause of the insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that the right ventricular lead exhibited increasing thresholds over the past several months. The lead was explanted and replaced. The patient was in recovery.